Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20 serial/batch number (B)(6) was received for investigation. Functional testing was performed with a known good mating part, ar-9676 angled reamer and found the devices would not twist together and some resistance was felt. Visual inspection noted signs of wear on the device: striation marks and nicks along the shaft. As well as damage on the proximal and distal end. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer shaft fused to the handle. This occurred during use in a case with no patient effect. Additional information requested